Event description:
The consumer purchased and opened the baby orajel tooth & gum cleanser apple/banana 1oz on (B)(6) 2021. She noticed a piece of metal in the bristle as soon as she opened the package and removed it. No adverse event was experienced. This is being reported conservatively.